Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was invalid syringe size found in the event history log (ehl). During analysis, the reported issue was able to be duplicated. It was identified that plunger tube is misaligned, causing the left plunger case teeth to not line up with the indentations of the ear clip. Plunger head is too high, causing it to lift the syringe as it is infusing. Device will be placed in quarantine due to non-OEM battery present.

Event description:
It was reported that part way through infusion the pump displayed wrong syringe size error and the message was intermittent.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was invalid syringe size found in the event history log (ehl). During analysis, the reported issue was able to be duplicated. It was identified that plunger tube is misaligned, causing the left plunger case teeth to not line up with the indentations of the ear clip. Plunger head is too high, causing it to lift the syringe as it is infusing. Device will be placed in quarantine due to non-OEM battery present.

Event description:
It was reported that part way through infusion the pump displayed wrong syringe size error and the message was intermittent.